Manufacturer narrative:
A ge service rep performed an on site investigation. The generator using rus, was calibrated. The light and x-ray fields were aligned properly following verification. The system was then found to be working as intended.

Event description:
The customer reported the mas linearity failed the physicist test and the kv reading at 120 was out of tolerance. No reports of pt or staff injury.